Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. During the evaluation, the customer's reported issue was not confirmed. However, based on the results of the investigation it¿s likely the tube was not pushed enough (until it clicked) during connection, or foreign material or the like got caught between the connecting part, which made the tube unable to be connected. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿9 preparation and inspection 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the legal manufacturer. H4: based on the 3 digit lot number provided, the manufacturing date of the device was in the month of november 2022 but a specific date could not be identified. The device history record was unable to be reviewed for this device since the complete manufacturing date was not provided due to only having 3 digits of the lot number. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that two of their connecting tube devices could not connect to the endoscope biopsy channel connector in the reprocessing basin of their endoscope reprocessor. Visually the connectors seemed to be in good shape, as the machine was recently installed. The accessories were not used in the patient, and they were replaced to resolve the reported issue. The customer later confirmed that the customer does not conduct a pre-use inspection. There were no reports of patient or user harm associated with this event. Patient identifier (B)(6) captures the endoscope reprocessor. Patient identifier (B)(6) captures one of the connecting tubes, and patient identifier (B)(6) captures the other connecting tube.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the completed device evaluation. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue was not confirmed; no issues connecting the metal connector of the connecting tube to the biopsy port of the endoscope were found. The following additional findings were also noted: scratches on the blue plastic connector of the connecting tube, scratches and nicks on the metal connector and minor scratches on the outside tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.